Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery decreased from 55 percent remaining to 16 percent remaining in three months. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery decreased from 55 percent remaining to 16 percent remaining in three months. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was explanted and successfully replaced approximately one month later. The s-ICD was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery decreased from 55 percent remaining to 16 percent remaining in three months. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for possible premature battery depletion. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was received that the s-ICD was explanted and successfully replaced approximately one month later. The s-ICD was returned for analysis. No additional adverse patient effects were reported.